Manufacturer narrative:
The reported event could be confirmed, since review of the available CT imaging did find the malleolar fracture as described by the initial reporter. Medical affairs was consulted on the details of this investigation. According to their review of the information and CT imaging provided, "there are clear signs of loosening and a dislocation of the tibial component. This would fit to the described loosening secondary of the dislocation through the malleolar fracture. The pe can not be assessed with the CT scan. There are no indirect signs of dislocation or breakage. The talar component seems to be intact and in place with only small cysts in the talus. " based on the results of the investigation, the root cause can be attributed to a patient related issue. The patient's malleolar fracture resulted in dislocation/loosening of the tibial tray. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient's tibia failed into varus through a post-op medial malleolus fracture. Allegedly, the patient may need to undergo a revision surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient's tibia failed into varus through a post-op medial malleolus fracture. Allegedly, the patient may need to undergo a revision surgery.